Event description:
It was reported that the intellivue mp50 didn¿t alarm on a couple of occasions when the patient desaturated below 80%. The alarm limits were set as follows: yellow alarm above 96% and below 90% and the red alarm was set at below 80%. The customer believes the reading on the monitor at the time of the reported issue was 50%. The device was reported to be in use on a patient, but no adverse event to patient or user was reported

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(6).

Event description:
It was reported that the intellivue mp50 didn¿t alarm on a couple of occasions when the patient desaturated below 80%. The alarm limits were set as follows: yellow alarm above 96% and below 90% and the red alarm was set at below 80%. The customer believes the reading on the monitor at the time of the reported issue was 50%. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.